Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a message "diagnostics cleared due to invalid data" during device check. There were no further issues during the interrogation. No additional information was available.